Event description:
Info was received that this right ventricular (rv) lead exhibited high thresholds and the pt had an infection. Additional info received indicates this rv lead was part of a system revision due to infection. The rv lead was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
Na.